Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. High purge pressure: the cause of the high purge pressure could not be determined as no product or log were returned for evaluation. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced high purge pressure. Tissue plasminogen activator was added to the purge to resolve the issue. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.